Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms and no display ramping on its own anomaly noted. No traces of moisture were found at the electronic or motor assemblies per visual inspection. The device was unable to prime during the prime test due to a faulty force sensor resistor. The device was also received with cracked battery tube threads and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated the alarm did not occur after water exposure and the buttons were not pressed for 3 minutes or longer. She also reported the device had a crack from top to bottom and condensation around the lcd screen. Blood glucose value was 180 mg/dl; treated with the insulin pump. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.